Manufacturer narrative:
The reported events were cardiac perforation, increase capture threshold, and steroid plug at the distal tip and detached. As received, a complete lead was returned in one piece. The tip stiffness test was performed and all results were within specifications. The reported event of increase capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of steroid plug was at the distal tip was confirmed. As received, the steroid plug was shifted towards the end of helix but not detached.

Event description:
During an in clinic follow up, it was noted there was an increased capture threshold on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a perforation. During the lead revision procedure, it was noted the steroid plug had become detached. The lead was explanted and replaced to resolve the event. The patient was stable.